Event description:
Customer reported hospitalization due to increase in blood glucose reading. The blood glucose reading was over 800 mg/dl. Customer also states that they received a motor error alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. Motor was tested outside the device and passed. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.